Event description:
It was reported a resident was in an action 3 ng manual wheelchair and she leaned onto the front right side of the wheelchair in order to grab the door handle at which point the small front right wheel of the chair tipped backwards, causing her to fall. After observation, the screw which holds the wheel mechanism was completely unscrewed. The resident was hospitalized with a fractured femoral neck.

Manufacturer narrative:
Invacare was made aware of an event that occurred in france with a 10-year-old action 3 ng manual wheelchair manufactured by invacare france. This medwatch is being filed in an abundance of caution due to the us manufactured myon wheelchair being similar in design and would likely have the same outcome as this event. It is unclear if the screw which holds the wheel mechanism became completely unscrewed by the end user, during maintenance or as a result of a malfunction. It is unknown what and if any malfunction occurred. In lieu of a product return, photos and additional information have been requested. If further information becomes available a follow-up medwatch will be filed.